Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient outcome has been updated to state this patient survived.

Event description:
The user is stating the device advised a shock but did not deliver a shock. Patient outcome is unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4); device investigation is still pending. Device internal memory was reviewed and it was confirmed the device did deliver a shock. The device itself has been requested to be returned for a complete investigation and full investigation results will be provided at the time of f/u.